Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that this patient was diagnosed with headache and experienced a cerebrospinal fluid leak on (B)(6) 2014. This required a medical or non-surgical intervention noted as a blood patch on (B)(6) 2014 and (B)(6) 2014. The etiology was noted as surgery/anesthesia, the severity was mild, and the event was related to the device or therapy and implant procedure. The issue was resolved without sequelae on (B)(6) 2014. This device system delivered dilaudid. Should additional information be received a supplemental report will be filed.